Manufacturer narrative:
Product evaluation: associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in two specific cartridges. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated against the lens. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) implant that was removed. Additional information has been requested.